Event description:
Additional clarification of the event is as follows: the screw was implanted on (B)(6) 2013. A scheduled explanted of the screw was attempted on (B)(6) 2014; however, the screw broke at the head during surgery and the shaft of the screw could not be removed. The screw shaft remains in the patient¿s bone.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: since the screw head broke and the shaft remains in the patient, this device was not explanted. This field should be blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The screw was put the (B)(6) 2013. Programmed removal the (B)(6) 2014 and during the surgery, breakage of the screw head which stop the removal. Clinical consequences : infection risk, pain risk (growth of patient).

Event description:
Additional information: an unknown delay in surgery due to the reported event was reported as less than 15 minutes.